Manufacturer narrative:
This report is submitted on september 8, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021. Additional information has been requested but has not been made available as of the date of this report, september 8, 2021.